Manufacturer narrative:
It remains unknown what, if any, action will be taken in response to the reported observations. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor defibrillation patches exhibited high out-of-range shock impedance measurements. The patient's physician was noted to be considering a subcutaneous replacement system and requested information regarding potential eligibility due to the patient's implanted patches and possible contraindications. Review of device data showed high shock impedance measurements going back approximately 2 weeks prior to time of review. An x-ray was also obtained showing placement of the patches. Based on available information, boston scientific technical services (ts) provided feedback that the patient was a potential candidate for implant of a subcutaneous system and noted several considerations when performing additional testing and implant. The physician has yet to determine a course of action. The patient was hospitalized as a precautionary measure pending the physician's decision. No adverse patient effects were reported. This system remains in service.